Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a distal hernia repair procedure, the white tissue pad fell off. It was caught before it went down the trocar. The event occurred after the device had passed the pre-test. The device had not been activated on tissue. A new one was used to complete the procedure. There was no patient impact.